Event description:
It was reported that the bd micro-fine¿+ needle for pen injection was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out upon priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-jun-2022. H.6. Investigation: one open 32g x 6mm pen needle sample and one photo was returned from an unknown lot. No., cat. No. 320738. Visual examination of the returned sample was carried out and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿+ needle for pen injection was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out upon priming.